Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: post procedure. The patient was admitted to the hospital with a non st elevated myocardial infarction and left sided weakness three days before a carotid stenting procedure. It was reported that during a right internal carotid artery (rica) stenting procedure, after delivery of the rx accunet, rx acculink stent deployment and retrieval of the rx accunet, the angiogram revealed that the location of the stent was distal with its proximal margin at the stenosis due to the patient being unable to remain still. A second rx accunet was delivered and a second rx acculink was placed successfully to cover the lesion. One day post procedure, the patient was taken for a cardiac catheterization where it was determined the patient would undergo a coronary artery bypass graft (CABG) the following day. Two days post rica procedure, the patient had surgery for the planned CABG. Three days post rica procedure, the patient underwent left femoral, popliteal and tibial artery thrombectomy and post-procedure the patient had a stroke with dense left hemiparesis, right gaze preference and neglect. Treatment consisted of heparin, plavix and aspirin. A CT scan of the head in 2008 revealed multiple bilateral subacute infarcts. On the same day, speech, physical and occupational therapy were started. The discharge summary on eleven days later, describes the patient was severely deconditioned and weak requiring maximum assistance with ambulation and mobility. The patient was discharged to a rehabilitation facility on the next day, with continuing speech, physical and occupational therapy. The speech therapist reports on the following month, that the patient is improving with all information processing including higher cognitive function. The patient remains at the rehabilitation facility and is doing well with no neuro soliloquy and continues to increase the amount of activity with occupational and physical therapy to date. Through requested, no additional information was provided.

Manufacturer narrative:
Study event. The device remains in the patient. The lot number was provided. Review of the device history record did not reveal any non conformities which could have contributed to this complaint. The inaccurate placement of the stent is attributed to the patient not remaining still during the first stent deployment. Stroke is a known potential adverse effect associated with the use of carotid stents and the reported hospitalization was in response to the patient symptoms. The catheter was used beyond the expire date; however, it does not appear that this device instructions for use violation contributed to the observed failure mode and reported adverse patient effects. The available evidence does not suggest that the device malfunctioned and it appears to be related to operational context.